Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bsm (bedside monitor) was not taking interval nibp measurements every 60 minutes. No error message displayed when this occurred, and the settings were correct. No patient harm or injury was reported. Investigation summary: the customer also stated they had rebooted the bedside, which did not resolve the issue. Manual measurements for nibp were functioning normally, only the automatic measurements would not work. Nihon kohden technical support (nk ts) informed the customer this product has been discontinued. Nk ts requested assistance from clinical (cits) who spoke with the bme, and they agreed that the device is at its end of life/ end of service (eol/eos) and should be replaced. With the available information, the most likely root cause is machine (eol/eos failure of the device). Wear and tear throughout the use of a device can lead to physical damage on connectors or buttons that are interacted with throughout its use. The customer decided to replace this device as it is discontinued. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the bsm (bedside monitor) was not taking interval nibp measurements every 60 minutes. There was no error message displayed, and the settings were correct. The nurses can take manual nibp measurements from the bedside, but it just will not do them automatically. The biomed also said that they had to press the nibp button multiple times to get it to run the measurement. The device is at end of life and the bme is aware that the equipment is most likely failing. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bsm (bedside monitor) was not taking automatic nibp measurements every 60 minutes. There is no error message when this failed. Settings are correct. The nurses can take manual nibp measurements from the bedside, but it just will not do them automatically. The biomed also said that they had to press the nibp button multiple times to get it to run the measurement. The device is at end of life and the bme is aware that the equipment is probably failing. This is one of the few very old equipment they have left at this facility. The are unable to enter the room to troubleshoot as it is in a covid room. The bsm was rebooted. Nihon kohden clinical suggested that they set the blood pressure interval and press start. They had the nurse reset this once more, and the bme was aware that this may not resolve the issue. We were told later that the administration decided to remove this monitor from service as it is no longer supported and replace it. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the bsm, no serial number was provided and noted as no information (ni). Central nurse's station: model: cns-9700a. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the bsm (bedside monitor) was not taking automatic nibp measurements every 60 minutes. There is no error message when this failed. Settings are correct. The nurses can take manual nibp measurements from the bedside, but it just will not do them automatically. The biomed also said that they had to press the nibp button multiple times to get it to run the measurement. The device is at end of life and the bme is aware that the equipment is probably failing. This is one of the few very old equipment they have left at this facility. The are unable to enter the room to troubleshoot as it is in a covid room. The bsm was rebooted. Nihon kohden clinical suggested that they set the blood pressure interval and press start. They had the nurse reset this once more, and the bme was aware that this may not resolve the issue. We were told later that the administration decided to remove this monitor from service as it is no longer supported and replace it. No patient harm reported.